Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800097 was manufactured on 11/12/2018 a total of (B)(4) pieces. Lot was released on 11/15/2018. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73e1900339, samples were functionally inspected (fired) and issue reported "unit misfired" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Revision of pfmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the unit kept locking up, so doctor could not get a clean fire. Several clips had to be removed from the patient. Metal clips were used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the unit kept locking up, so doctor could not get a clean fire. Several clips had to be removed from the patient. Metal clips were used to complete the procedure.